Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-oct-2018 with the following findings:review of the black box indicated that the data from the event date was unavailable for review. During investigation, the pump failed to power on. Investigation was unable to adequately investigate the original complaint of short battery life due to the power issue. Unrelated to the original complaint, the pump was opened and moisture damage was found to the pump circuit board. No power to the pump was due to the moisture damage. The pump case was cracked between the keypad and the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the device caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.